Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. No code available (3191) was used to capture insufficient information. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed on (B)(6) 2020 via tka. After the surgery, the surgeon found that the length of the metal marker contained in the implanted tibial insert used in this primary surgery was clearly longer than that in other cases based on the frontal and lateral radiographs. And the fissure-like was also confirmed. (Please refer to the x-ray photo of attachment file) at this point in time, there have been no reports of pain, discomfort, etc. From the patient in the regular medical checkup. No further information is available.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: following review of the information received, it was concluded that it was unlikely that a potential product issue was present. The complaint shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be reviewed and further investigation completed as required. However, it is noted that since this time, an action has been raised for further investigation which can now be reference through pia 1871270. H10 additional narrative:  corrected h6(device code) 3191 for no code available is used to capture customer feedback or dissatisfaction. Previous follow-up 3 is no longer valid since the product is to be made reportable.